Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 500 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia, vomiting and nausea. The patent reports they had been laying on the ground and was unable to speak. Once at the hospital the patients pod was removed. The patient was treated with 5 units of insulin as well as 3 bags of intravenous fluids. The patient was discharged from the hospital after 3 hours. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.